Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm communication error. Customer's blood glucose at time of incident was 205 mg/dl. Customer state alarm did not occur during the rewind/prime sequence. The customer was advised to perform rewind process again and unable to get out of the alarm. The customer insulin pump can't perform a rewind process. The customer stated that this is 2 occurrences on alarm.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.